Event description:
Healthcare professional(hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue treatment without incident. Estimated blood loss=200cc. The dialyzer was reused 18 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.